Event description:
A cusa excel 35khz straight handpiece was reported to have malfunctioned. The incident was described as follows: "the tip burned because the cusa's pump is not circulating water. The hand piece raised the temperature and burned." Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.